Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was in the clinic for a routine refill and the hcp reported a motor stall and tube set message. The event date was noted to be (B)(6) 2018 with the tube set occurring on (B)(6) 2018. Following programming an audible alarm sounded and the alarm messages continued to appear. The patient had an MRI in (B)(6) and the pump was not checked post MRI. The representative confirmed that the pump had recovered. The patient had no symptoms and was "clinically doing fine." No volume discrepancies were noted. No further complications were reported. Additional information was received from a health care provider (hcp) via a device manufacturer representative. It was reported the pump was delivering hydromorphone (10 mg/ml at 2.2 mg. Day), bupivacaine (15 mg/ml at 3.3 mg/day) and clonidine (150 mcg/ml at 33 mcg. Day). The patient's name, date of birth and weight were not available. The serial number of the pump was unavailable. No other information was reported. No further complications were reported.